Event description:
It was reported that a patient using the ilet experienced hyperglycemia with a blood glucose reading of 325 mg/dl, and the cause was unclear; no device alerts or alarms were reported. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported hospitalization, disability, or other clinical impact beyond the hyperglycemic event. Investigation included collection of additional information from the customer to understand the event and device usage. Investigation of this case revealed no confirmed device malfunction or component failure based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.